Event description:
Medtronic received info that this bioprosthetic valve, implanted for less than 2yrs, was explanted due to calcification and stenosis. The valve was successfully replaced with no pt complications.

Manufacturer narrative:
(B)(4): eval method: device history and analysis pending. Results: device history review and analysis pending. Conclusion: cause of event cannot be determined. Analysis: the valve has been returned for analysis. Analysis results are pending. Conclusion: a cause for this event cannot be determined at this time. Once analysis and investigation have been completed, a supplemental report will be filed.